Event description:
Terumo corporation received the following reported information: the user facility reported that, in an emergency situation with the patient, a physician secured an IV line using an 18-g long needle. IV fluid leakage occurred, and the physician was asked to remove the catheter. When the physician removed the catheter plus dressing, the catheter was found to be broken at the base of the surflo, and the catheter tip was missing. A CT scan was performed, and a shadow of a broken piece was detected in the patient's right arm. It was subsequently removed in the operating room. Surgery was performed to remove the broken catheter. The broken part was successfully removed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1:phone number: requested, not provided. E1: email address: requested, not provided. The actual sample was evaluated by tc, and reference photos were received. The proximal hub is attached to the surplug ad extension tube. The proximal end and the distal end of the catheter are raggedly cut and pinched. The proximal hub approximately measures 1mm from the hub tip while the distal tube approximately measures 64mm. A bent tube was also observed on the distal tube. The sample contained blood. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. The samples underwent a catheter tube and catheter hub fitting force test. The expected result is that either the catheter tube will be removed/separated from the catheter hub or the catheter tube will break during the test. Results were all passed against our specification of >14.71n. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 68% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. Based on the results of our investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The ends of the tube were ragged and pinched, indicating that the breakage was not clean and likely resulted from tearing or forceful separation. The tube is also bent, possibly due to improper handling or positioning of the patient, since the catheter was placed on the right arm. The damage likely occurred during the removal process. The catheter tube condition of our retention samples was visually good and passed the related functional tests. The lot history file was checked, and no nonconformity was noted that may result in catheter tube breakage. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter was placed as intended. The condition of the damage suggests that excessive physical force was the reason for the breakage. The ragged and pinched ends are consistent with forceful pulling or twisting, which may have occurred during patient repositioning, accidental tugging, or improper handling during catheter adjustment or removal. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.